Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery percentage remained static at a value while charging. Subsequently, the customer received multiple power source alerts after plugging the pump into a wall outlet. There was no adverse impact to customer's blood glucose level. Reportedly, the alerts cleared and the pump successfully began charging after leaving the pump plugged into the power source.